Event description:
This incident occurred in (B)(6). A 360404 aluminum reacher and p-440 ceiling lift was in use in a resident's room. During a pt transfer, the reacher detached from the track and the pt fell to the floor. Pt hit head on commode on the way to the floor. Pt passed away 24 hours later.

Manufacturer narrative:
The maintenance mgr at the facility inspected the equipment and found that: the ceiling rack was complete and intact. The p-440 was in good working order. The locking mechanism are intact. Our investigation indicates that this unfortunate incident occurred as a result of user error.